Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Event date month and year valid only. Analysis of the desktop charger (serial# (B)(4)). Found the cable assembly had bent connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that they had poor communication. The patient was unable to charge their implant because the recharger stopped working. The patient had felt stimulation within the last 2 weeks and they did not have concerns about overdischarge. The patient did not know when they last charged, but it had not been over a month. They did not have another product available to try communicating. The caller tried to talk to the patient about being sent a recharger antenna, but the patient did not want to go through the process of taking the recharger apart for a new antenna. The patient had a loss of stimulation. The recharger was not charging. It was further reported that the patient was not overdischarged and it was a problem with the recharger. A new one was shipped and when they received it they confirmed it was working fine. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger; product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product is: 37761, serial/lot #: (B)(4). Additional review indicated the the desktop charger (serial # (B)(4)) is no longer applicable to the event. Desktop charger (serial # (B)(4)) is the correct product involved in the event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.